Manufacturer narrative:
Lot number - the customer reported lot # 19e05g8241; however, this lot number is not recognized by baxter. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage testing and pressure testing was performed, and the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set split vertically near the hub and leaked. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.